Manufacturer narrative:
Insulin pump received with no button response at down arrow button due to unlocked j2 connector on lcd board noted.

Event description:
The customer reported via phone call that down button was damaged. Blood glucose was unknown. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.